Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that an alert was triggered due to out of range impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There was also t-wave oversensing (twos) noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.